Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited multiple episodes of non-sustained rv oversensing due to crosstalk. The patient was asymptomatic. Programming changes were recommended but no programming changes were made. No further information available.